Event description:
It was reported that the bur broke during a cranial procedure. It was also reported that the broken portion did not fall into the surgical site. It was further reported that another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this MDR was returned for evaluation. It was visually confirmed that the bur broke along the shaft. The returned part was measured where possible and all critical specifications were met. The manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.